Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a high-pressure hose connection failure and the first tube connector section is damaged. There was no patient involvement .

Manufacturer narrative:
The device was returned to olympus for inspection.' A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that high-pressure hose connection failure occurred due to first tube connector section is damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.